Manufacturer narrative:
In a double-blinded survey, an unknown cordis angioguard rx emboli guidewire system fails to capture well. ¿fibrin sheath builds up. Get complete artery closure¿. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot numbers was not provided. Occlusion occurs when there is narrowing of the blood vessels in the neck that carry blood from the heart to the brain. Carotid artery stenosis can be caused by cholesterol build-up in the blood vessels (atherosclerosis). Blood clots can form in this area and travel up to the brain. This condition may be present for a long time before symptoms appear. When symptoms do occur, stroke or brief stroke-like attacks are common. If this condition is discovered as a result of a stroke or stroke-like attack, cholesterol lowering medications and blood thinners may be used to improve blood flow to the brain. If the degree of narrowing is severe, surgery may be needed to open the blood vessel. During intervention, a trained physician may perform carotid stenting, as deemed necessary. This procedure may include the use of an embolic protection device (at physician discretion). The angioguard rx emboli capture guidewire system is intended for coronary, carotid, and peripheral uses to facilitate the placement of diagnostic and interventional devices, and capture emboli, thereby reducing the risk of embolization, during procedures. The instructions for use list contraindications and are listed as such. The instructions for use (IFU) states that this device is contraindicated for use in patients with chronic total occlusion. Furthermore, the instructions for use states ¿once the angioguard rx emboli capture guidewire is deployed in the vessel, it may capture emboli during the entire time of the interventional procedure. Therefore, it is recommended to check the status of the angioguard rx emboli capture guidewire at regular intervals during the intervention. Using fluoroscopy, perform a distal dye injection through the guiding catheter or interventional sheath introducer and observe the flow of dye distal to the filter basket or distal marker on the guidewire. If the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one.¿ moreover, it is also highly probable that patient factors (although unknown) and vessel characteristics of a possible chronic total occlusion (although unknown) may have contributed to the reported events. These conditions include but are not limited to heart disease, atherosclerosis, high blood pressure, high cholesterol, smoking and obesity. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in a double-blinded survey, an unknown cordis angioguard rx emboli guidewire system fails to capture well. ¿fibrin sheath builds up. Get complete artery closure¿. The device will not be returned for evaluation.